Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: during investigation, black box shows evidence of a pump reboot event on (B)(6) 2018. The battery compartment was cracked from threads on the side and below the grip pad , returned battery cap¿s threads are stripped and the cap is unable to fit to maintain electrical connection. The reported ¿power¿ complaint was duplicated. Test battery cap was used and it could fit. ¿ez-prime¿ steps were performed correctly, no further power interruption occurred during the investigation. Te pump¿s cover was removed, no intermittent condition was found to the power pcb. The audio bolus button cover and slug were detached and missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power; the battery cap had stripped threads and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.